Event description:
The sv-5 wire was advanced through a swan-ganz catheter for support to access the pulmonary artery. The doctor attempted to advance the wire out of the distal port and then attempted to remove the wire. Doctor experienced difficulty in trying to remove the catheter and wire together. After the wire was removed it was noted that the distal section of the wire had unraveled.